Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched to the customer facility to address the reported event. Fse found that unit was mainly getting a tip detach error (2061) and that was usually with a clogging detected (2070) on the main arm. The fse found serum build up on main arm tip. He cleaned off the tip and flushed it out with warm distilled water and then with air to get all moisture out. He then ran all controls with all acceptable results and without errors. After the service, the aia-2000st was working as intended. No further action required by fse. Most likely cause for this event was serum build up on main arm nozzle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(6).

Event description:
On (B)(6) 2016, a customer reported multiple issues with their aia-2000st. They indicated that the instrument was unable to run due to 2256: no rack at sample loader, 2151: hybrid arm issue, 2061: tip detach error, and 4224: main arm z axis errors. The customer was unable to run beta-hcg and lh-ii patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and lh-ii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.